Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range impedances on the left ventricular (lv) lead and right ventricular (rv) lead. On the lv lead, the pace impedances have fluctuated. At implant, the values were approximately 1000 ohms. The impedances then decreased to 576 ohms, but now were out of range at values above 2500 ohms. On the rv lead, the shock impedances were observed to be 146 ohms. At this time, the patient has been brought in for further evaluation. In both bipolar and unipolar configurations, the lv impedances values were above 2500 ohms. When the rv lead impedances were tested in other vectors, the shock impedances were 90 ohms and 179 ohms. All products were abandoned electrically and the patient was implanted with a subcutaneous implantable cardioverter defibrillator system. No additional adverse patient effects were reported.